Manufacturer narrative:
The review of the manufacturing data show that: the raw material of the anatomic® insert complies with the iso 5834-1-2 standard. The review of the manufacturing history records shows that the devices have been manufactured according to our specifications and drawings. 100% of the parts have been inspected during manufacturing process and no anomaly was detected. The review of the internal vigilance database reveals that no other incident was reported related to the same batch number of anatomic  fixed bearing insert. The review of the internal vigilance database since 2014 reveals that the incident rate related to disassembly of anatomic tibial base plate / insert is (B)(4) (6 recorded incidents). The anatomic tibial and femoral component were not returned by the healthcare facility (remained implanted). Visual analysis of the retrieved insert is showing: intact clipping lips in anterior (both medial and lateral) and in posterior-medial part of the insert. In the posterior-lateral part of the clipping system, huge damage is observed both indicating that the insert was not perfectly clipped during its impaction at the first intervention. Damages of the posterior lateral clipping area is characteristic of the insertion of the baseplate clipping hook within the insert clipping lips instead of above the insert clipping lip. So the insert was not accurately positioned during clipping, clipping was incomplete at the first surgery (not detected by surgeon). Mating marks at the lateral part of the ps post. Fretting marks at the bottom of the insert in the ml direction, at the baseplate hooks level. Damages at the lateral clipping area. These observations seam to indicate that the insert was not fixed to the baseplate and moved on the baseplate while implanted. This explains the reported patient pain. Slight impact damages at the anterior part of the insert. This last observation is most probably due to the tool used to remove the insert during the revision surgery. Visual analysis of the x-rays did not reveal any anomalies in femoral component or baseplate positioning. Review of the operative report does not show any anomalies. In conclusion, the insert wasn't perfectly impacted and clipped at the first surgery. Insert most probably disassembled from the baseplate when the patient start mobilizing and loading his knee, generating instability and pain that lead to the revision.

Event description:
It was reported a post-operative disassembly between the anatomic fixed bearing insert and the anatomic tibial base plate for fixed bearing insert. The tka has been implanted on (B)(6) 2023, the anatomic®  fixed bearing insert involved has been replaced on (B)(6) 2024. Involved device : anatomic®  fixed bearing insert size 5 thickness 10 (reference: 1-0204750, batch number: 337656). Anatomic posterior stabilized femoral component (reference: not communicated, batch number: not communicated). Anatomic tibial base plate for fixed bearing insert (reference: not communicated, batch number: not communicated).